Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in one piece. Final analysis found external insulation abrasion breaching the optim sheath at 6.8 cm ¿ 6.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.